Event description:
It was reported that the device exhibited multiple system advisory primary critical data corrupted messages, primary audible alarm and audible bgnd tests mid infusions. The speaker and battery have been replaced but error still occurs. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. However, the problem was not duplicated during testing. No repair needed. Device passed all functional and delivery tests.